Manufacturer narrative:
The device was returned for evaluation; however, the evaluation was unable to conclusively verify the complaint as valid. Therefore an investigation for cause was unable to be performed. No highlighted issue. The instrument is compliant with the manufacturing specifications and passed the electrical test (program#3 on n691 hipot tester, n242 box and 2273 bipolar connector). Based on the results of the investigation, the reported issue could not be confirmed. At present, we consider this complaint to be closed.

Event description:
It was reported that on (B)(6) 2018, the device was just coming back repaired. The sterilization department checked the hook and noted that it did not pass electric test on several centimeters on handle side with diateg pro morgate device. Issue was detected prior to use on the patient. No reported patient harm or delay in surgery.